Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test result from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 90 mg/dl and expected pm fasting blood glucose test result range is 150-175 mg/dl. The customer reported feeling sleepy and dizzy; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he is storing the test strips in his van. The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date is (B)(6) 2024. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: hi date: on (B)(6) 2024 time: 3:26 am unsure if fasting or non-fasting . Result 2: hi date: on (B)(6) 2024 time: 11:40 am unsure if fasting or non-fasting . Result 3: hi date: on (B)(6) 2024 time: 11:27 am unsure if fasting or non-fasting . Result 4: hi date: on (B)(6) 2024 time: 2:32 pm unsure if fasting or non-fasting . Result 5: hi date: on (B)(6) 2024 time: 10:26 am unsure if fasting or non-fasting.